Manufacturer narrative:
Date received by MFR: 28aug2019. Report date: 03sep2019. No fault was found in the blower after failure investigation analysis.

Event description:
It was reported by the customer that the unit declared an 1134 error (blower stalled) upon start up. There was no patient involvement.

Event description:
It was reported by the customer that the unit declared an 1134 error (blower stalled) upon start up. There was no patient involvement.